Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Event description:
It was reported there was overdose and the pump was explanted on (B)(6) 2014. It was reported there were overdose symptoms after the pump refill on(B)(6) 2014 and the patient need to be resuscitated (I/v naloxone), and ventilated. It was noted the patient went to the cafeteria when they started to shake and then fainted. It was stated the patient was found unconscious by the health care provider (hcp) and bradypnea (5/min), and obstruction of the upper airway. It was stated the oxygen saturation ¿measured 87%, muscle hypertonia, trismus, central pulsation present, and the pupils were 2mm isocor.¿ it was noted the naloxone brought the return of consciousness and spontaneous respiration without neurologic or cognitive deficit. It was reported there was 0.9ml missing and the pump was left empty and programmed at the minimum rate. It was stated that later the patient tended to fall asleep again and perfusion of naxolone at .1mg/hr was given until the next morning. It was stated the patient recovered in the ICU and was awake and stable the next day. It was stated they were discharged with fentanyl transdermal patches. It was noted the pump was replaced by a different manufacturer¿s pump. It was noted the time between the symptoms of overdose and the csf/blood sampe was 90 minutes. It was noted the csf puncture was at l4-l5. It was noted the fentanyl concentration in the csf was 1.9mcg/l and the concentration in blood was 6.91 mcg/ml. The patient status was noted as alive with no injury. The pump was used to deliver fentanyl.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (lot# unknown) found no significant anomaly. There was a non-significant indent in the seal that did not affect infusion. When received, the pump reservoir was empty and the pump was set to minimum rate. Pump logs were catheter and no anomalies were seen. Visual analysis of the fill septum noted no anomalies. The fill septum was tested for leaking and no leaks were found. The pump passed a dispense accuracy test. The pump was also subjected to characterization testing. No anomalies found with pump performance.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.